Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a128 (lot: va2gvn0); product type: 0200-lead; implant date (B)(6) 2022; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a malfunction and the system was replaced.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2gvn0, serial# implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead h3: analysis of the returned ins (s/n: (B)(6)) revealed that, upon receipt, high impedance was observed on e0, however all other contacts were within normal limits. Destructive analysis traced this to the feedthrough of the implantable neurostimulator (ins) at e0 as the feedthrough was fractured. The investigation of the returned ins revealed that the high impedance observed on the e0 contact was caused by a fractured metal insert located near the edge of the hybrid weld block. Sem of the fracture surface confirmed a fatigue failure of the insert. The cause of fatigue was not determined. H3: analysis of the returned lead (l/n: va2gvn0) revealed that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va2gvn0, implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.